Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working as insulin pump exposed to moisture. Customer¿s current blood glucose was 384 mg/dl and customer declined troubleshoot for high blood glucose. Customer performed troubleshoot for blank display but display did not return after restart. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify stuck button alarm due to blank display. Unit received with corroded motor home switch.